Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019, and suture was used. During the procedure, the needle tip broke. No broken pieces were left in the patient¿s body. There were no adverse consequences to the patient. No additional information was provided.